Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that a few days ago the insulin pump was not delivering insulin. Her blood glucose level went up to 521 mg/dl. She treated her blood glucose level with manual injections. The insulin pump alarmed no delivery. The no delivery alarm was resolved by changing the complete set. The reservoir was not pushing insulin through. The customer was sick and had a urinary tract infection. The device was not returned.